Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Nurse reported that the patient underwent a revision surgery of his left total hip prosthesis because of repeated dislocation. During the revision surgery, the surgeon observed a reactional white liquid. The surgeon has to make a femorotomy to extract the stem.